Event description:
It was reported that the patient had been treated at home by ems (emergency medical services) for hypoglycemia. The pdm reportedly would not turn on, therefore she could not deliver bolus insulin with her omnipod system. She had been giving insulin with a syringe, but stated she did not have any formal back up plan. She reported having extreme high and low bg levels due to this. On the day, she reported giving herself too much insulin via injection resulting in a low bg (blood glucose) level. She reported losing consciousness and her husband called ems. Patient did not know what her bg was at time, but stated "very, very low". Patient reported experiencing symptoms of frequent urination, nausea, fatigue and being cold with hyperglycemia. With her low bg levels she experienced shakiness, disorientation, fatigue and loss of consciousness. The patient was treated with glucose gel, and IV (intravenous) glucose and then she ate some crackers with peanut butter. The patient refused to be taken to the ER (emergency room), but reported ems stayed with her until bg levels increased.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.